Manufacturer narrative:
Failed battery test due to corroded battery tube. Unable to perform the self test, displacement test due to failed battery test anomaly. Pump passed stop current and run current test. No blank display anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received battery failed alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed for failed battery alarm. Customer also stated that the battery compartment was corroded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.